Manufacturer narrative:
The insulin pump had a blank display due to a broken solder joint. The insulin pump had bleeding display glass and a cracked reservoir tube lip. (B)(4).

Event description:
The customer's parent reported via telephone call that the insulin pump had a blank display. The parent did not recall the blood glucose reading. The insulin pump was not dropped, bumped, or exposed to moisture and showed no signs of physical damage. The parent stated that the contacts on the battery cap were not missing or damaged and that the battery compartment and spring were not damaged or corroded. The parent was advised to insert a new battery and reported that the display did not return. The parent was advised to clean the battery cap contact and insert a new battery but the display still did not return. The parent was advised that the insulin pump would be replaced and agreed to return the product for analysis. The parent was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.